Event description:
It was reported that the patient received a shocking sensation while recharging and was unable to charge his implantable neurostimulator. Additional information has been requested, but was not available as of the date of this report.